Event description:
Patient reported he has been using v-go since april of this year and this is the first time he has encountered so many issues with the v-go device. Patient has encountered at least 20 v-go devices that reportedly fell off before the 24hrs. Patient does not have any of the v-go the devices as he mentioned they all have been discarded. Patient stated he does clean the location with the alcohol swabs and allow the area to dry prior to placing on the v-go.